Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) would not click into the stabilizer smoothly. It was noted that the physician required increased force to insert sgc into the stabilizer. The sgc was then attempted to be removed from the stabilizer but encountered significant resistance. Troubleshooting was performed and the sgc was successfully removed. A replacement sgc was advanced, it was also reported to have significant resistance inserting into the stabilizer. The procedure was completed successfully. After the procedure, it was difficult to remove the sgc from the stabilizer and needed more force to detach the sgc. After few attempts, it was normal to insert and remove. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. The investigation determined that the reported difficult to insert and difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.